Event description:
It was reported there was inaccurate speed displayed. A rotapro console was selected for a procedure. During the procedure, the console did not display accurately the revolutions per minute (rpm). It displayed a 230,000rpm, but burr was not rotating that fast. It was also noted that the speed display was unstable in dynaglide mode, fluctuating from 60,000rpm to 180,000rpm and the speed change was slightly audible to the physician. During removal in dynaglide mode, there was a degree of deceleration. The procedure was completed successfully. There were no patient complications reported and the patient's status was stable.